Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA upon evaluation, it was determined that the contacts of the base unit were contaminated but there were no signs of melting or burning.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA .

Event description:
Caller reported the left base contact appears to be a gray/black in color and the edge of it missing. Caller stated it looks like it melted. Caller indicated that the edge of the left contact is missing and melted off. There are no signs of burning or melting on the power supply. No adverse event reported. Requested return of the alleged device and replacement was sent.